Event description:
During a sales visit, it was identified that the access 2 instrument generated an erroneous troponin (accu tnl) result on a single pt sample. The accu tnl result was reported out of the lab. The actual accu tnl result was not provided (it is unk if the result was above the ami cut-off valve of 0.50ng/ml). A follow up testing was requested and accu tnl result was reported as "negative". Based on avilable info, the pt was transferred to another facility and underwent a heart catheter procedure. The customer did not receive any report of pt serious injury that can be attributed to or connected with this event.

Manufacturer narrative:
The customer did not report the erroneous result at the time of the event. A) the customer was advised in the future if they obtain erroneous results to contact beckman coulter. The customer indicated that the erroneous result was due to pre-analytical issues; however, it was not confirmed. No additional info regarding this event was provided by the customer. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.